Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided: "it was reported that the item- 2000-15-005- the end that goes into the kincise the metal edge is chipped off with sharp pieces that come off. The issue was observed during testing". The product was returned to depuy synthes for evaluation. Visual inspection of the returned device revealed its threaded tip cross-threaded and the end of the adaptor surface both deformed and delaminated. Device had signs of usage on its overall surface and no other anomaly was noted. The observed conditions of the device were consistent with a component failure caused by exposure to unintended forces like actuating the device before it was fully seated or assembling the device components in an misaligned position. Properly handling and attention to the approved use of the device diminishes the risk of failure. Please review the precautions specified on kincise¿ surgical automated system ¿ instructions for use (501224297 c), page 10 for the adapter surface to the power device assembly, and page 12 for the threaded surface assembly. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the kincise 1 emphsys strght impct would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was observed that the metal edge of the end that goes into the kincise was chipped off, causing sharp pieces to come off. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: d4 (lot, primary UDI number), h4. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: e3. Corrected: e2. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.